Event description:
It was reported the patient was previously fused in (B)(6) 2013 @l4-5 with synthes matrix. The surgeon removed the hardware at l4-5 bilaterally due to a broken screw at the right l4 body. The screw was broken in the vertebral body which caused a non-union pseudoarthrosis. When the surgeon proceeded to remove the hardware at the contralateral side; a piece of titanium broke off on another one of the screws. The screws broke and a piece fell off, they were washed and sterilized. This report is 9 of 10 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Implant date reported as (B)(6) 2013. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.